Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Analysis was normal, no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the hospital experiencing shortness of breath, cough, yellow sputum, and chest pain. Sepsis, chronic obstructive pulmonary disease, congestive heart failure, abdominal pain, and a high grade fever were also noted. The patient was treated with antibiotics. Gallbladder wall thickening was noted and surgery was consulted. Surgery was not performed due to the infection. The patient stopped treatment and was transferred to hospice. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.